Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 24-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air at the root of the side port was not removed at the timing carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted. Timing was while inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient's body. Completed the procedure by continuing to draw reverse blood, air was managed to be removed. Air was not being introduced into the patient. Medical intervention was not required. The patient did not exhibit any neurological symptoms since the procedure was completed. Pentaray nav was unable to insert into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Smarttouch sf and lasso could be inserted, but force was not transmitted to the pentaray nav and it could not be inserted into carto vizigo¿ 8.5f bi-directional guiding sheath - small. Pentaray nav was attached to the tube but could not be inserted. Timing was about 90 minutes after the start of use. At the timing creating post map. Completed the procedure as mapping was performed by inserting pentaray nav from sl. Then, the procedure was completed without any problems. The investigation was completed on 29-sep-2023. The product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies to the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. In the other hand, the hemostatic valve was placed in its original place. No damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue of ¿air at the root of the side port was not removed at the timing carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted¿ occurred. Air at the root of the side port was not removed at the timing carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted. Timing was while inserting the carto vizigo¿ 8.5f bi-directional guiding sheath - small into the patient's body. Completed the procedure by continuing to draw reverse blood, air was managed to be removed. Pentaray nav was unable to insert into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Smarttouch sf and lasso could be inserted, but force was not transmitted to the pentaray nav and it could not be inserted into carto vizigo¿ 8.5f bi-directional guiding sheath - small. Pentaray nav was attached to the tube but could not be inserted. Timing was about 90 minutes after the start of use. At the timing creating post map. Completed the procedure as mapping was performed by inserting pentaray nav from sl. Then, the procedure was completed without any problems. Additional information was received on 31-jul-2023. Air was not being introduced into the patient. Medical intervention was not required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 16-aug-2023. The baylis nrg-e-hf-71-c0 nrg® rf transseptal needle was used. The issue of the pentaray was unable to insert into the carto vizigo¿ 8.5f bi-directional guiding sheath - small was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The air at the root of the side port was not removed at the timing carto vizigo¿ 8.5f bi-directional guiding sheath - small was inserted was assessed as MDR reportable.